Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad 14 jul 2022, were reviewed by clinician. On (B)(6) 2016, the patient had a right total knee arthroplasty to address right knee degenerative arthritis. Depuy products were used during this procedure, including depuy patella and depuy cement x1. On (B)(6) 2022, the patient had a right revision total knee arthroplasty to address failed total knee arthroplasty. The indications for surgery included pain. During the procedure the surgeon observed that the tibial tray was loose at the component/cement interface. The femoral component, tibial tray, and insert were revised. Competitor components were utilized during this procedure. Doi: (B)(6) 2016 dor:(B)(6) 2022 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation was performed for the finished device [545035500/8273834] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation confirmed the reported allegation, some slight signs of polish-like appearance and/or burnishing can be seen on the bottom surface of the tibial component, which usually indicates micromotion between the implant and the cement. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [545035500/8273834] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. 1 unrelated non conformance on this batch. Final micro and sterility tests were passed. All qc release specifications were met. (B)(4).units were released. Lot expiry: 29 february 2018